Manufacturer narrative:
(B)(4). This is a report of use error. There was a loose connection between a solution bag and the supply line due to the patient not secure the connection, and also a partial swap of supplies in which the patient swapped out the cassette and reused the remaining supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the connection of a solution line and bag during dwell three of three of peritoneal dialysis on the homechoice. The patient was connected at the time of the event. The customer reported that they had not connected the two devices completely. To resolve the event, the customer stated that they had swapped out the cassette for a new one, but re-used the solution bags. The technical services representative assisted the customer with ending therapy and reviewed proper procedures with the customer. There was no patient injury or medical intervention reported. No additional information is available.